Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the alarm or display anomaly. The device was received with scratched screen, cracked case near the display window corners, cracked reservoir tube lip, cracked on the reservoir tube near the tube window, broken on battery tube threads and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed during priming. The customer rewound, drops of insulin came out, but the device alarmed again. The customer mentioned that there was a crack on the insulin pump. No further information was provided.